Manufacturer narrative:
The insulin pump was unable to prime during prime test due to moisture damage force sensor resistor. No unexpected compromised force sensor system alarm noted during testing. The device was received with cracked reservoir tube lip, cracked battery tube threads, minor scratched lcd window, scratched reservoir tube window and stained end cap sticker.

Event description:
It was reported the insulin pump alarmed compromised force sensor system. Alarm was noted in the alarm history. Customer's blood glucose was 142 mg/dl. No further information reported.